Manufacturer narrative:
As stated, this report is being submitted as follow-up # 4 for mfg. Report # 1118880-2015-00021. The vendor, as well as tmc have taken extra measures to prevent affected product from getting released into the field. A follow up report will be submitted if necessary once more information becomes available. All available information has been forwarded to the manufacturing facility for appropriate tracking, trending and follow up.

Event description:
This report is being submitted as follow-up no. 4 for mfg. Report no. 1118880-2015-00021.

Manufacturer narrative:
(B)(4). The actual sample associated with this complaint was not returned. However, the description of the complaint was utilized for the investigation. Simulated testing was conducted. The failure mode described was replicated first by inserting the wire all the way through the needle, no damage to the wire was noted. Then, the wire was inserted partially through the needle and withdrawn back through the needle. Shearing of the guidewire as described in the complaint was observed. The exact cause cannot be determined based upon the available information. The replicated failure in this investigation indicate that the damage could have been caused by the clinician not following the instructions in the instructions-for-use (IFU). The device labeling does address the potential for such an event in the IFU with statements such as the following: "when using metal needle cannula, do not withdraw the guidewire back into the cannula, as shearing of the guidewire may result." After receiving the above additional information we have determined that the mitigations documented in follow up report no. 4 no longer apply. All available information has been forwarded to the manufacturing facility for appropriate tracking, trending and follow up.

Event description:
(B)(4).

Manufacturer narrative:
This report is being submitted as follow-up #1 for mfg. Report # 1118880-2015-00021to provide the evaluation results of the unused sample returned by the user facility. The actual sample is not available for evaluation. Therefore, the investigation was based upon evaluation of user facility information and one unused sample that was returned to the manufacturing facility for evaluation. Visual inspection was conducted on the unused sample, no visual defects noted. Functional testing and od of the wire were confirmed to have met manufacturing specification however the ID of the needle was found to be out of specification. The defect appears to be supplier related, the supplier will be contacted in order to investigate root cause and provide a corrective action, if necessary. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
This report is being submitted as follow-up #1 for mfg. Report # 1118880-2015-00021to provide the evaluation results of the unused sample returned by the user facility.

Event description:
The user facility reported issues with the precision mak wire sometimes shredding inside the precision needle during common femoral artery access. Follow up communication with the user facility reported the following information: it was reported that the doctors have had to open additional micropuncture kits to utilize other wires; no wires have sheared off inside the patient; the procedure outcome was successful; and no patients were harmed.

Manufacturer narrative:
As stated, this report is being submitted as follow-up # 2 for mfg. Report # 1118880-2015-00021 as notification that the evaluation is currently ongoing. The vendor has been notified of the issue and results have been requested once the investigation is complete. A follow up report will be submitted no later than 30 days from the date that this report was sent. For this reason (B)(4) was used in the conclusions section . All available information has been forwarded to the manufacturing facility for appropriate tracking, trending and follow up.

Event description:
This report is being submitted as follow-up # 2 for mfg. Report # 1118880-2015-00021.

Manufacturer narrative:
As stated, this report is being submitted as follow-up # 3 for mfg. Report # 1118880-2015-00021 as notification that the evaluation is currently ongoing. The vendor has been notified of the issue and results have been requested once the investigation is complete. A follow up report will be submitted no later than 30 days from the date that this report was sent. For this reason (B)(4) was used in the conclusions section. All available information has been forwarded to the manufacturing facility for appropriate tracking, trending and follow up.

Event description:
This report is being submitted as follow-up # 3 for mfg. Report # 1118880-2015-00021.

Manufacturer narrative:
The actual device has not been returned for evaluation and the investigation has yet to be completed. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date the manufacturing facility received the actual sample. A comment was made by the user facility that surgeons have has issues with the precision mak wire sometimes shredding inside the precision needle. However, all those events were not reported to the manufacturer and no specifics for case detail or patient demographics were able to be provided, other than "no harm to patients, and procedure outcome was successful". Therefore, because it is not possible to conduct meaningful investigations or obtain sufficient information about the individual events, we are including this anecdotal information within this report for reference purposes. A review of the device history record indicated that there were no production related problems from this part/lot number combination. A review of the complaint files confirmed that there have been no previous reports for this part/lot number combination. All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).